Manufacturer narrative:
Additional devices for this complaints: bat209366 - 1650de - MFR. Date: 09/30/2015 - exp. Date:09/30/2016, bat209333 - 1650de - MFR. Date: 09/30/2015 - exp. Date:09/30/2016, bat209331 - 1650de - MFR. Date: 09/30/2015 - exp. Date:09/30/2016, bat209348 - 1650de - MFR. Date: 09/30/2015 - exp. Date:09/30/2016, bat209332 - 1650de - MFR. Date: 09/30/2015 - exp. Date:09/30/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined the company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that there is power switching and a loose power port on the controller. The controller and batteries were replaced. There was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received, sections have been updated accordingly. Additional batteries were identified for power switching and added to the complaint: (B)(4)-exp date-02/28/2017. (B)(4)-exp date-02/28/2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). It was reported events of power switching and loose power port on controller (B)(4). The controller (B)(4) and seven batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 with the o ring gasket missing. Additionally, the power port 2 was found tight with the o ring gasket displaced. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. However, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching events due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and the batteries. An internal investigation has been open to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.